Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. A thorough visual inspection and functional evaluation was conducted on the returned locking cap. Some minor wear was found along the tabs, but no other issues were observed. The part was still found to be functional and within design specifications. It is possible the locking cap was not fully locked during the initial surgery however, the exact cause cannot be determined. There have been no prior complaints of this nature. The exact cause of the reported issue cannot be determined.

Event description:
It was reported to globus that a patient had posterior cervical surgery with lateral mass screws placed bi-laterally at levels c3-c6. Caps were placed and locked without incident during the original surgery which took place on (B)(6) 2014. Patient had complained of pain, and scans indicated the right c6 cap had popped off the capitol screw. Patient had revision surgery on (B)(6) 2014 to remove and replace the cap which popped off.